Event description:
Customer reports tip was bent off. On (B)(6) 2015 customer reports that a total knee was being preformed. The tip of the device was bent and broke off when pulling traction on the tibia. The tip was retrieved without difficulty. No pt harm. Routine post op x-ray confirmed no parts left in the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.